Event description:
Account reports incidents in the med-surg unit device disconnected from angiocaths when used with pivs. Account states, "not really just loss of IV sites". When asked if there have been any pt injuries.